Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter phone number is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported anterior lumbar interbody fusion (alif) procedure was performed on (B)(6) 2018. During the anterior lumbar interbody fusion (alif) portion of a procedure on (B)(6) 2018, the blue synframe ring clamps were loose, which created some motion around the blades/ring and caused potential risks during the surgery. No consequence to patient was reported. Reportedly there was no surgical delay. This report is for one (1) synframe ring clamp. This is report 3 of 8 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Part number: 387.347 , synthes lot number: 3097068 , release to warehouse date: 13.mar.2009, manufacturing site: hägendorf . No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. We have received the part for investigation, upon visual inspection of the complaint device it can be seen that the part is in a very use and poor condition, as the article is badly worn, this thus confirming the complaint description. Furthermore the coating is faded, from often use and reprocessing. A device history record (DHR) review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. No ncrs were marked in the DHR during production. We classify this as normal wear and tear/end of life and such instruments must be replaced from time to time. In this relation we would like to point out our important information leaflet with following statement: end of life of a device is normally determined by wear and damage due to use. Evidence of damage and wear on a device may include but is not limited to corrosion (i.e. Rust, pitting), discoloration, excessive scratches, flaking, wear and cracks. Improperly functioning devices, devices with unrecognizable markings, missing or removed (buffed off) part numbers, damaged and excessively worn devices should not be used. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.